Manufacturer narrative:
A service quote regarding onsite diagnosis has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted quotation and the cause of the reported issue could not be determined. Based on the information available, we were unable to determine the reported problem. The reported problem was not confirmed.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device beeps and a red cross appears on the error screen¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.